Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 200 mg/dl and blood glucose was 70 mg/dl. Troubleshooting found that the pump alarmed change sensor and the cannula was slightly curved. Customer was advised on proper insertion and site technique and how to properly calibrate. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with low readings. Also, found the cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned with the sensor opened/used.